Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tip protector of an unspecified quantity of amia automated pd sets with cassette disconnected from the patient line. The disconnection of the patient line dip protectors was further described as, ¿loose and would fall off". This was noticed during set-up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the devices were discarded. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.